Event description:
While using a dexcom g6 continuous glucose monitor sensor, this sensor failed to accurately report blood glucose levels within the range of 30 points higher or below the actual blood glucose readings. Several attempts to calibrate the sensor failed to produce a calibrated result. Ie: sensor reading of 244 and arrow indicator raising. Finger stick for glucose meter indicated 165. Due to the rise indicated the tandem tslimx2 insulin pump with control iq automatically initiated a correction bolus of insulin. This occurred several times throughout the 18-hour period before stopping this sensor session and inserting a new sensor. The same incident occurred with a different sensor (second one) inserted in less than 18 hours. This resulted in the same issue. Both sensors were from lot number 7301960. I have been a type 1 diabetic since 1968, insulin pump user since 1994 and continuous glucose monitoring user since 1999. Over the past several years I have become extremely suspect of dexcom's ability to provide a reliable product. To me this is a lifesaving medical device since after 55+ years I no longer have the ability to recognize falling or low blood sugars. Thank you, (B)(6). Patient code: 4582. Device code: 1535, 2440. Reference report: mw5175551.